Event description:
Reporter alleged blood glucose measured 214 mg/dl back to back with a result of 108 mg/dl when testing was performed within 3 minutes apart. Customer stated not taking normal insulin as a result and ate breakfast. No other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.